Manufacturer narrative:
Manufacturer narrative: updated sections b5, b7, g3, g6, h2, h6 health effect - clinical code, device code(s), type of investigation, investigation findings, and investigation conclusions. A device history record (DHR) review is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Intermediate/late onset endocarditis (i.e. Greater than 60 days post-implant) occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patient's body and is not in any way related to the sterilization or packaging process of the device. The microorganism for intermediate/late onset prosthetic device endocarditis may be due to hospital-acquired infections of lower pathogenicity or community-acquired infections. Common sources of endocarditis include dental, surgical, or endoscopic procedures; IV drug abuse; or recurrent endocarditis. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors. Corrected data: based on the additional information, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported and per investigation that a patient with a 23mm 11500a aortic valve was explanted after an implant duration of 3 years, 3 months due endocarditis, moderately stiffened leaflets, calcifications, stenosis. The explanted valve was replaced with a 21mm 11500a valve. Per medical records, the patient presented with sob and was diagnosed with infective prosthetic av and native mv endocarditis from dental origin. Per pathology report, the valve cusps are moderately stiffened and there are areas of commissural calcifications. The patient underwent redo-avr with a 21mm 11500a valve and mvr with a non-edwards valve. Post bypass tee showed a well-seated valve with no pvl. The patient was transferred to ICU in critical but stable condition. Patient was discharge on pod#43.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 11500a aortic valve was explanted after an implant duration of 3 years, 3 months due to unknown reason. The explanted valve was replaced with a 21mm 11500a valve. Per idc the patient was in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.